Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient when it was noted that the patient's blood pressure dropped. This was medically treated and the patient was monitored. One more deployment attempt was made but the physician decided to end the procedure due to the patient's hypotension and the baseline pericardial effusion had gotten bigger. The physician performed a pericardiocentesis to treat the effusion. No other treatment was performed, and no other complications were reported to have occurred. The patient is expected to make a full recovery from this event.